Event description:
The pt was receiving 5fu via 6060 pump. The pt was reported to have gone to the ER due to a leak found in the bag of the set. The pt's IV line was flushed in the ER. No medical intervention to prevent death or serious injury was reported. No add'l info is available.